Event description:
Per the clinic, the electrode array was partially inserted in the cochlea. Subsequently, the patient underwent a revision surgery on (B)(6) 2026 in attempt to insert the electrode array further, however, the attempt was unsuccessful resulting in the decision to explant the device. The device was explanted and the patient was reimplanted with another cochlear device during the same surgery.